Event description:
Reference number (B)(4) event occurred in finland. It was reported that the patient developed erysipelas during treatment on (B)(6) 2026. The infection was diagnosed on (B)(6) 2026, and the prescribed course of antibiotics is still ongoing. For the erysipelas infection, antibiotic 500 mg was prescribed. The infection started near the insertion site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.